Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that five months after the dental implant and abutment were placed in ada site 6 in the mouth, the implant had not achieved integration in type iii bone. Clinician reports pain, swelling and poor health/hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that five months after the dental implant and abutment were placed in ada site 6 in the mouth, the implant had not achieved integration in type iii bone. Clinician reports pain, swelling and poor health/hygiene. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).